Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator stopped working during use. There was no harm or injury reported. The device was evaluated by the manufacturer's product investigation laboratory (pil) and found the device functioned as designed and operated without issue or error codes.

Event description:
The manufacturer received information alleging a ventilator stopped working during use. There was no harm or injury reported. Upon further review, this complaint has been deemed as a reportable event. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. The bipap a40 pro is substantially similar to the bipap a40 and will be reported in the united states under bipap a40 pro, 501k number: k121623.